Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since the implant of their new cardiac resynchronization therapy defibrillator (crt-d) they have been feeling their breath start to slow down and their heart beat hard when leaning over and when sleeping on their left side. Follow up information received from the physician office noted a product performance issue with the crt-d. Reprogramming was done and the device remains in use. No further patient complications have been reported as a result of this event.